Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges past, present and future damages, pain and suffering, permanent injury and surgical intervention, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h.11: this is an addendum to the initial emdr. This supplemental emdr was submitted to report the date of event as a best estimate (15-feb-2011) due to its omission in the initial emdr. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol flat mesh on (B)(6) 2010. Attorney alleges that the patient underwent revision surgery on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the flat mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the product was defective. Addendum: attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on 08-nov-2010. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges past, present and future damages, pain and suffering, permanent injury and surgical intervention, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol flat mesh on (B)(6) 2010. Attorney alleges that the patient underwent revision surgery on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the flat mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the product was defective.